Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebz0958 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that they were called following hyperbaric treatment for blood backing up in the PICC line as well as leaking out of the PICC line. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed and additional information regarding this type of complaint is contained in 3006260740-12-21-2017-001-c (z#-tbd). One 3 fr s/l powerpicc provena was returned for investigation. Evidence of use was observed on the complaint sample. A red colored fluid was observed in the extension leg. A breach was observed in the extension leg within the distal end of the purple connector. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and uneven surface. Lines that resemble beach marks were also observed on the surface of the breached tubing. A lot history review (lhr) of rebz0958 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that they were called following hyperbaric treatment for blood backing up in the PICC line as well as leaking out of the PICC line. No other information was provided.